Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and an electrode fracture was suggested just distal of the sense b node. The system has been programmed off. The patient was admitted to the hospital for a system replacement. There were no additional adverse patient effects.

Event description:
It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and an electrode fracture was suggested just distal of the sense b node. The system has been programmed off. The patient was admitted to the hospital for a system replacement. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned severed approximately 460mm from the terminal pin. The tip of the electrode was not returned. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and an electrode fracture was suggested just distal of the sense b node. The system has been programmed off. The patient was admitted to the hospital for a system replacement. There were no additional adverse patient effects.